Manufacturer narrative:
Batch review performed on 29 march 2022. Lot 182878: (B)(4) items manufactured and released on 28-aug-2018. Expiration date: 2023-jul-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-sphere 02.12.0002l femoral component sphere cemented size 2 l (k121416) lot. 168710. Batch review performed on 29 march 2022. Lot 168710: (B)(4) items manufactured and released on 05-may-2017. Expiration date: 2022-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since 2018. Additional implant involved: gmk-sphere 02.12.0210fl tibial insert fixed sphere flex siez 2/10 mm l (k121416) lot. 177381 . Batch review performed on 31 march 2022. Lot 177381: (B)(4) items manufactured and released on 23-feb-2018. Expiration date: 2023-feb-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery due to an infection in the knee about 2 years and 10 months after the primary surgery. The prosthesis was removed and antibiotics and a spacer were inserted.